Event description:
It was reported that while unpacking for a percutaneous transluminal coronary angioplasty (ptca) procedure, the stent was "defective". A 3.0x20mm taxus liberte drug eluting stent had been selected to treat an unspecified lesion. The device was unpacked and it was noticed that the device appeared "defective". The device was no used and did not contact the patient. There were no patient complications reported.

Manufacturer narrative:
Device analysis: product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. The catheter also exhibited fluid in the inflation lumen indicating that it had been prepped. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The stent had also moved proximally on the balloon approximately 3 millimeters. Microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the stent damage and or the stent movement. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of the reported complaint is unknown.